Event description:
Major pump unit(s) involved: drive unit failure. Additional text: ground to shield internal driveline. Specific component(s) involved: driveline malfunction. Additional text: internal driveline. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.